Event description:
It was reported that the patient underwent major open heart surgery to remove an infected system. The patient has done well post-operatively. Further patient information is unavailable.